Event description:
During a remote follow-up, the device was found to be at elective replacement indicator (eri) sooner than expected. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. The monthly fuel gauge trend was reviewed, and the current appeared normal.